Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2011-02095. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a shaft fracture occurred. Access was obtained through the groin. The 90% stenotic lesion was located in the severely tortuous and non calcified right popliteal artery. The physician advanced a 6fr non-bsc introducer sheath contralaterally and crossed with a non-bsc guide wire and then advanced the 4.00mm/1.5cm/140cm flextome cutting balloon to the lesion. Severe resistance was encountered during advancement through the tortuous iliac artery and the severely angled bifurcation between the iliac and common iliac arteries. When the device was delivered to the lesion, it was observed that the proximal end of the balloon was nearly detached from the shaft. The device was removed from the patient intact. When the device was removed from the sheath it was confirmed that the distal shaft, proximal to the balloon, had fractured. The physician then advanced another 4.00mm/1.5cm/140cm flextome cutting balloon to the lesion and encountered slight resistance. The device crossed the lesion and several inflations were performed. When the device was removed from the patient, it was observed that shaft was fractured at the proximal end of the balloon. The procedure was completed with another 4.00mm/1.5cm/140cm flextome cutting balloon. No complications were reported and the patient's status is good.